Manufacturer narrative:
The field service engineer found that the rinse station was dripping. Rinse tubing was replaced and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of > 200 mmol/l, repeating as 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.